Event description:
The customer stated, that the insulin pump was not alarming when the reservoir was empty. Troubleshooting was performed and no alarms were found in the alarm history. The customer also reported getting no delivery alarms during the basal delivery. The reported blood glucose reading was 340 mg/dl.

Manufacturer narrative:
The insulin pump failed the displacement test due to encoder signal out of phase. Unable to perform further testing due to the failed displacement test.